Manufacturer narrative:
The failed sample is being returned to vygon and will be evaluated as part of the complaint investigation. The results of this investigation are still pending and will be communicated with FDA within 30 days of completion.

Event description:
The catheter had been in dwell for 8 days, infusing normal saline. It was noticed that there was a fist-size shadow on the patient's bed, along with spots of blood on the bed and the connection hub of the IV extension tubing. The patient was woken and assessed. The dressing for the catheter was intact, but there was blood visible in the port tubing. No active bleeding was noted. The catheter was removed, and it took two attempts to insert another.

Manufacturer narrative:
The device was returned for evaluation, and the events were evaluated as part of the complaint investigation. The results of this investigation are as follows: vygon received the catheter with a separated ll-hub as a sample. The extension line came off from the ll-hub. Upon microscopic examination it became clear that the extension line was not washed out during injection molding but was torn out of the luer lock hub with high tensile force. The line showed typical signs of tensile elongation and a typical widened form at the proximal end. We checked the batch history records; no deviations or abnormalities were recorded during manufacturing process. Each catheter is flow and leak tested during production. The tensile force of the catheter components is randomly checked. Visual tests and incoming goods inspections are carried out. The tensile force of the involved assembly was between 22.2 n and 40.7 n and therefore within the specification (min. 15 n requested). It is possible that the tensile strength occurred by accident during product use. This is the very first complaint for batch 8039328 and the very first regarding a detached ll-hub on code 4g07121208. Corrective action: based on the investigation, this issue could not be determined to be caused by manufacturing; therefore, no further corrective action will be initiated at this time. Vygon will continue to monitor this issue.

Event description:
The catheter had been in dwell for 8 days, infusing normal saline. It was noticed that there was a fist-size shadow on the patient's bed, along with spots of blood on the bed and the connection hub of the IV extension tubing. The patient was woken and assessed. The dressing for the catheter was intact, but there was blood visible in the port tubing. No active bleeding was noted. The catheter was removed, and it took two attempts to insert another.